Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received on 25may2026 device was explanted and the patient survived. A 58-year-old male with cardiomyopathy underwent impella 5.5 (model 636200) placement via right axillary/subclavian surgical arterial access on (B)(6) 2026. During support, the registered nurse reported signs of ventricular tachycardia (vt) ectopy. Device positioning was assessed and confirmed to be appropriate by echocardiogram. No device malfunction or failure was identified, and there was no indication that the device contributed to the arrhythmic event. The pump remained in use, and no repositioning or removal was performed. No treatment was reported as necessary for the arrhythmia, and no product return or data download was required. The patient had no known underlying electrophysiologic conditions. In conclusion, the reported vt ectopy occurred during ongoing impella support with confirmed proper device positioning . The relationship between the impella device and the arrhythmic event could not be established, and the event was assessed as not device-related by customer. The patient remains on support with outcome pending.